Manufacturer narrative:
Continuation of d10: product ID 97755 product type recharger h3: analysis of the 97755 recharger (rtm) (serial number unknown) revealed that there was a recharge antenna failure, no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# unknown product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) started noticing charging problems last week. It started getting hard to charge. It kept giving the message to reposition the antenna. Pt repositioned and finally got it done but could not get it totally charged. Pt then would charge the controller and got a little bit of charge. Pt messed for an hour yesterday and only got 30%. Pt reported the recharger paddle and the cord coming out of the paddle were hot. Pt said the battery was not keeping the charge for as long as it normally did. Today it said fully charged but it only showed 60%. Pt charged from the wall all night and it was at 100% this morning. Pt then checked it about 10 min ago and it was at 50%. It depleted fast. Pt mentioned they directed another coil down their foot and back. The issue started last week where pt kept thinking that they had to charge the controller again but noticed more in the last couple of days. An email was sent to repair to replace the recharger.  Patient services forgot to collect the serial number of the recharger. Called pt back and asked for the sn. Pt was away from equipment and was not able to provide. Pt will call back with the info.